Event description:
During a single level balloon kyphoplasty at level t4, cement extravasated posteriorly into the spinal canal. The physician proceeded to remove the cement from the spinal canal. It was reported that the patient was asymptomatic at the time.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative.